Manufacturer narrative:
One vial of test strip lot 409650-13 ,and the coaguchek meter were received for investigation. The test strips and vial showed no defects and the meter appeared undamaged, and clean on the outside. The returned test strips were measured with the returned meter with two high level control sample: control sample lot 45569900, specified target range 2.6 ¿ 3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 test 1: 2.8 inr, test 2: 2.8 inr, test 3: 2.8 inr. Control sample lot lin 3 control 60022 specified target range 4.1 ¿ 6.8 inr (±25% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 (one with the retention test strip lot) test 1: 5.9 inr, test 2: 5.2 inr, test 3: 5.2 inr. Routine retention testing is performed. Retention testing data is reviewed ,and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 7:00, the result was 4.9 inr. At 9:30, the result was 3.6 inr. The therapeutic range was 2-3 inr.